Event description:
The international customer reported the ventilator had a 24/+-12v power fail occurrence during operation followed by a subsequent vent inop occurrence during power on. A +-24/12 volt power fail occurrence during use in normat ventilation mode may result in a shutdown or restart of the ventilator, and an audible power fail alarm will activate. The customer reported the unit was in use on a patient and there was no patient harm. The manufacturers service technician reported the power supply will be replaced to address the reported problem.